Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Asr revision; asr xl acetabular system - left hip; reason for revision: infection (tested and positive culture confirmed).

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A review of the DHR (device history record) for product numbers 999804652 and 999800105 lot numbers 2521325 and 2542975 found no anomalies. Product number 999890146 lot number 2503881 found one manufacturing deviation, number 2628 at operation number 15 turn complete, raised regarding addition of pre-drilling operation. This was confirmed that the deviation should have had no effect on the reported incident the irradiation certs show the dose to be within allowable limits and no other anomalies were found, please see attachment. The investigation found the products were manufactured and sterilised to specification, and could not determine the reason for the infection, due to lack of information. Should any further information be available the investigation will be reopened. The complaint will be entered onto the complaints database for future trending analysis. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.